Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. Complete product detail has not been received at this time. If further information is received, a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient's medical records indicate the patient was revised to address recurrent instability and subluxations. Upon revision, it was noted the patient had impingement of their acetabular component on the femoral neck. Also noted in the medical records in an attempt to reduce one of his anterior subluxations he developed an inguinal hernia, which had to be repaired. At this time, the patient's femoral head, liner, cup and stem are being reported. The complaint was updated on: 01/07/2016.

Manufacturer narrative:
The patient's medical records indicate the patient was revised to address recurrent instability and subluxations. Upon revision it was noted the patient had impingement of their acetabular component on the femoral neck. Also noted in the medical records in an attempt to reduce one of his anterior subluxations he developed an inguinal hernia, which had to be repaired. At this time the patient's femoral head, liner, cup and stem are being reported. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.